Manufacturer narrative:
The product was not returned, however a radiograph was received from the customer. The radiograph shows the implant with a piece of the fractured screw inside. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
This device was not returned to the manufacturer. Discarded.

Event description:
The dentist reported that this abutment screw fractured and was able to remove it from the patient.